Event description:
Pt had catheter implanted in 9/95. In 3/96, the catheter was found to be fractured via angiogram. A 9cm segment of the catheter was noted to be in the pulmonary artery and remains in the pulmonary artery. Remaining portion of catheter removed.